Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was replicated. The cable was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming cable. However, how or when the part became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that there was an issue with system phaco power during a procedure. The surgery was completed using a backup system. No system messages were displayed. There was no patient harm. Additional information has been requested.